Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot of specific issue. The reported patient effects of ischemia, pain and thrombosis are listed in the esprit btk everolimus eluting resorbable scaffold systems instructions for use as known patient effects of stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling; therefore, no product-related corrective action will be implemented in this case. The additional device referenced in b5 is filed under a separate medwatch report number.

Event description:
(B)(4). It was reported that on (B)(6) 2025, the 2.5x38 mm esprit btk was implanted in the left tibioperoneal trunk and the 2.5x38 mm esprit btk was implanted in the left posterior tibial artery. On 0(B)(6) 2026, the patient had dry gangrene of the 4th digit on the left foot. The patient was re-admitted to the hospital where a heparin drip was administered. The patient underwent an angiogram for pain/ischemic symptoms. There was occlusion in both esprit btks. Revascularization was performed on (B)(6) 2026 with balloon angioplasty, laser atherectomy, and thrombolysis. On (B)(6) 2026, thrombolysis was again performed. On (B)(6) 2026, balloon angioplasty and stenting were performed. Multiple attempts were required to restore perfusion to the extremity after initial attempts were unsuccessful. Below the knee amputation of the target limb was performed on (B)(6) 2026. No additional information was provided.